Event description:
Ous MDR - after an implantation period of about 108 months, a possible insulation defect was reported. The patient was monitored via home monitoring until battery depletion. No adverse patient side effects have been reported.

Manufacturer narrative:
On (B)(6) 2015, a correction was submitted today. The device was implanted for about 96 months, not 108. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.